Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 7/30/2024. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The following information was received: this matter is that the defect related to the indication of the expiration date printed on the aluminum package. The printout position of the validity period was misaligned and was not displayed in such a way that part of the printout was buttressed out. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - please provide lot number to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that patient underwent an unknown procedure on an unknown date, and suture was used. The sterilization expiration date of the package was cropped out. The sterilization expiration date has been printed out of the designated field and the correct information could not be read. It was not a control release needle. There were no adverse consequences to the patient. Additional information has been requested.